Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
It was reported that, "pt had a short gamma nail implanted in 2009. Gamma nail cut, but was removed on 2 months later. Original short gamma nail was replaced with left long gamma nail and lag screw in the same day.